Manufacturer narrative:
Product analysis :visual and optical examination of confirm rod breakage. Optical examination some secondary (post-fracture) damage to the fracture surface. Undamaged areas of fracture surface revealed ratchet marks near the area of crack propagation and convex striations, consistent with cyclic fatigue. Dimensional examination of the rod diameter verified conformance to print specification. The above observations are consistent with cyclic fatigue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): this part is not approved for use in the united states; however a like device catalog #848-011, 510k # k993810 was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that, patient underwent surgery. Post-op, growing rod was broken and revision surgery was scheduled to replace the rod. The surgeon commented that although he dissuaded the patient from playing soccer, the patient did and breakage of rod was observed many times. He also commented that he will perform replacement of l4 to s4 at revision surgery. Product came in contact with the patient. No patient complication was reported in the complaint form.